Event description:
Complainant alleged that the cardiovascular operating room staff was performing open heart surgery on a female patient (age unknown.) The staff attempted to cardiovert the patient twice, but the paddles would not discharge. They were able to obtain another set of paddles to successfully cardiovert the patient. There was no adverse effect on the patient.